Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. She stated that she woke up to the insulin pump vibrating and showing the alarm. She removed the battery but the insulin pump's screen still showed the time, battery and reservoir icons even with the battery outside the insulin pump. The customer did not know the blood glucose reading. She had the insulin pump rest and inserted a new battery, reporting that the insulin pump did not return to normal function. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.